Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.25x24 mm taxus liberte drug eluting stent was unable to cross the lesion. The physician observed a raised stent strut. This product is only ous approved but it is similar to a marketed us device. Attempts made to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.